Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips with questions about the specifications for energy delivery. There was no report of patient involvement.